Manufacturer narrative:
Inspected two opened and used sensors. Checked for broken or missing parts. None were found. Found two whole sensors.

Event description:
Customer reported that he lost two sensors and could not get the serter device to function properly. He stated that when trying to insert the sensor, the sensor's top broke off inside the serter device. The blood glucose reading was 145 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.